Event description:
It was reported that the pt underwent posterolateral fusion at l2-s1. The tip of the screwdriver broke off in the head of the screw while the surgeon was adjusting the screw height, prior to final tightening of the set screws. The tip was removed. Although the instrument was used intraoperatively, no pt injury was reported.

Manufacturer narrative:
(B) (4): the driver was returned for evaluation. Visual examination conformed the tip was broken. The circular material flow and primarily brittle fracture surface is consistent with torsional overload during tightening. A review of the device history records did not identify any applicable nonconformance to specification.